Event description:
Rptr has received a set of lead protective aprons, purchased privately by a technologist who works in the area, which are contaminated as described in the FDA notice. Rptr will contact the MFR regarding disposal.